Manufacturer narrative:
E1 address: (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head had a broken cable and poor image. There were no reports of patient harm.

Event description:
The customer reported to olympus, the high definition camera head had a broken cable and poor image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the head unit is cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnection in the cable unit, noise occurs and no image is displayed. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.